Event description:
The dealer states the lift isn't holding any weight, it releases. The lift malfunctioned as they begun to use it. Patient was not affected.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.